Event description:
It was reported that a user experienced a communication failure in which the dexcom g7 sensor-transmitter became unpaired from the ilet, and troubleshooting steps including bluetooth toggle, device restart, and re-entry of the pairing code enabled the pairing process to restart. Symptoms included no adverse clinical signs and no effect on blood glucose. Outcomes included no injury, no medical intervention, and no impact to daily activities. Investigation included product usability and technical support review. Investigation of this case revealed that the device functioned as designed after user-led troubleshooting and that a transient pairing issue was resolved through standard connectivity steps. It was concluded that the event was attributable to a temporary communication disruption with successful restoration of function, and no device malfunction was confirmed.